Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed capsular contracture. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 500cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade iii and left sided rupture post procedure. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020. This medwatch form is for the right breast prosthesis.